Event description:
(B)(4) clinical study. It was reported that angina and restenosis occurred. In (B)(6) 2012, the patient presented with progressive external dyspnea and chest discomfort .patient's abnormal stress echocardiogram was indicating inferolateral ischemia which was subsequently diagnosed as stable angina. Cardiac catheterization was performed which showed two lesions. The first lesion was a 2.7x15mm, de novo, 90% stenosed lesion located in the 2nd left posterolateral (lpl) branch. It was treated with pre-dilatation and placement of a 2.50 mm x 20 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. The second lesion was a 2.4x10mm, de novo, bifurcated, 70-80% stenosed lesion located in the 1st diagonal branch. It was treated with direct stent placement using a 2.50 mm x 16 mm ion us coa stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented to the emergency room with symptom of chest pain and was diagnosed of unstable angina and was hospitalized on the same day. The following day, coronary angiography revealed an area of 80% in-stent restenosis at the distal edge of a previously placed study stent located in the 1st diagonal branch and was treated with balloon angioplasty , with 10% residual stenosis. The event was considered resolved without residual effects post procedure and patient was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).